Event description:
Customer's father called to report the passing of his son. Caller stated that customer was killed in a motorcycle accident. Customer was pronounced dead at the scene by the paramedics. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.